Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and the p-waves were very small. This resulted in the device was pacing less than expected. The patient will be brought to the clinic for reprogramming and the lead remains in use. No patient complications have been reported as a result of this event.